Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to operation, it was found that the coating of the guide wire flaked off.

Event description:
It was reported that prior to operation, it was found that the coating of the guide wire flaked off.

Manufacturer narrative:
The reported event is unconfirmed as no flaking was present on the device. Visual evaluation noted received 1 nicore nitinol guidewire with original open packaging. Since the coating is hydrophilic a drop of water was applied to the guidewire to determine if the unknown particles were caused due to flaking. After application of water no external particles were present and coating remained in tact and homogenous for all of guidewire. Therefore, product meets specifications. DHR, risk, and labelling reviews are not required as the reported event is unconfirmed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.